Manufacturer narrative:
The investigation determined that the calibration and qc were acceptable. A general product problem was excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys total psa immunoassay results for 1 patient tested on a cobas 8000 e 602 module. The initial total psa result was 0.041 ng/ml. The repeat total psa result was 0.051 ng/ml and was reported outside of the laboratory. On (B)(6) 2019 a new sample was collected. The total psa result was 5.82 ng/ml and deemed to be correct. On (B)(6) 2019 the initial sample was repeated and the total psa result was 6.78 ng/ml. On (B)(6) 2019 the new sample was repeated and the total psa result was 5.95 ng/ml. There was no allegation of an adverse event. The qc was acceptable. The total psa reagent lot number was 34017200 with an expiration date of 30-nov-2019.